Manufacturer narrative:
Correction - h6 device code should be "1291 - high impedance".

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic. Interrogation of the device revealed that the right ventricular lead had a high and out of range high voltage impedance. No programming changes were made and the patient would continue to be monitored.